Manufacturer narrative:
(B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record (DHR) showed no abnormalities related to the reported failure. The complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. This is linked to mfg report number 3004608878-2020-00288, 3004608878-2020-00289, 3004608878-2020-00290, and 3004608878-2020-00291.

Event description:
This is 1 of 5 reports. A customer reported that the starburst teeth of the a1018 mayfield swivel adaptor are worn. There was no known patient involvement, injury or delay in surgery.